Event description:
It was reported that the pt underwent MRI of his kidney. He could not feel any stimulation afterward; the device went into a power-on-reset condition. The ipg was replaced as the MRI "burned up the battery". No surgical complications were reported.